Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported "pump cue detection of blood, repeated work pauses." To continue therapy the catheter was replaced. No patient injury or consequence reported. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4) additional information received 30-jun-2024 indicates that a different insertion site was used to insert the second catheter. It was also reported that the current condition of the patient is "fine". Section h.1.-type of reportable event updated to 'serious injury' based on additional information received. The reported complaint for "pump cue detection of blood" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c complaint will be monitored for any developing trends.

Event description:
It was reported "pump cue detection of blood, repeated work pauses." To continue therapy the catheter was replaced. No patient injury or consequence reported.